Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient met with a manufacturer representative to get her device reprogrammed on (B)(6) 2013. It was added that stimulation seemed "a little strong, but ok" when the patient left the appointment. It was noted later that night, the patient tried to stand up and "couldn't stand on her legs." It was added the patient fell down as a result of this. The patient turned the stimulation down, but still got a lot of "shocks," more on her left side then her right side. It was noted the patient spoke with her healthcare provider and they are getting in contact with a manufacturer representative to coordinate for someone to check the patient's programming. It was reported the next day the shocks went "all the way up to her ribs." It was added the stimulation shocked her legs. It was stated the patient turned down stimulation on both sides and all programs but this did not help resolve the issue. It was noted the patient received shocks all weekend and that the shocks were more intense when the patient stood. It was stated the patient had "barely" slept for 3 days and was "almost screaming and crying." It was noted the reprogramming that was done on (B)(6) 2013 was done because the stimulation did not address all of the patient's pain. The patient was redirected to their healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received reported that the patient still had concerns regarding her device or therapy and was working with her doctor or manufacturing representative. It was noted that the patient met with a manufacturing representative and had the stimulation too high for three days and could not turn it off. It was noted that the patient has had problems ever since. The reporter noted that another manufacturing representative readjusted the device but the patient was having ¿lots of pain in the back and her legs felt numb sometimes.¿ it was noted that the patient was going to call the doctor but had been sick the prior two weeks with acute bronchitis and sinus infection.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).